Event description:
The customer reported that the system was intermittently displayed a '24 hour warm up' error message, which forced the customer to perform a reboot. The customer also reported that the system was completely down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gib coin battery was replaced. The system was then found to be operating as intended.